Manufacturer narrative:
(B)(4). Investigation summary: the device was sent to the service center for evaluation. The defects described by the customer were not verified. A different defect was identified and repaired. Hence, the complaint is not confirmed. Defective drill mounting mechanism 1.0 has been replaced by 1.25, resistance value out of specs: handcontrol set replaced, "micro": preventive replacement of o-rings performed according to service manual, unit cleaned, functional test performed, hipot test completed, electrical safety test completed, functional test according to test procedure completed, safety test checklist enclosed. Hence, the root cause behind the failure was out of range keypad values and the locking ring not closing properly. During the repair process at the service center, the handpiece body was replaced. As a result the serial number of the handpiece changed with the replacement body. The prior serial number indicates it was from the original manufacturer, fms. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. A review into the depuy synthes mitek complaints system revealed no similar and 2 dissimilar complaints for this device's serial number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device did not rotate with humidity condition. It was discovered post-op and there was no patient impact reported. It was further reported that the procedure was completed. During service and evaluation, it was determined that the device had a defective drill mounting mechanism. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.